Manufacturer narrative:
Taper ii. Supplement #1. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connecter type as taper ii. A visual examination was performed on the received lap-band with access port I, taper type ii. The port tubing was noted to be separated approximately 16.5 inches from the stainless steel connector. Red and yellow particles were observed on the port base. Scratches were noted on the port base, port holes, and port housing. Red particles were observed on the port tubing. The band tubing was noted to be separated approximately 0.7 inches from the tubing/collar junction. The band ring and shell were noted to be discolored, as they were light brown in appearance. Light brown particles were noted on the inner surface of the band shell. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and leakage was noted from two separate openings on the band shell. The first opening in the band shell was approximately 0.1 inches in length. Under microscopic analysis, the opening was noted to have striated edges, consistent with damage from a surgical tool. The second opening in the band shell was approximately 0.2 inches in length, and was also noted to have striated edges, consistent with surgical damage. The end of the band tubing had striations, consistent with a surgical end cut. Scratches were observed on the port housing, port base, and port holes. The end of the port tubing was noted to have striated edges, consistent with a surgical end cut to remove the device.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have dysphagia. Device was removed.